Event description:
Same case as MDR # 2134265-2013-03402 and 2134265-2013-03175. It was reported that during percutaneous coronary intervention (pci), the ilab motor drive unit 5 (mdu5) was unable to perform pullback. The procedure was then completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).